Event description:
The following information was provided: reamer handle found to be missing screw. Found by spd team post op after wash. Persistent issue, screws are now a part of staff count sheet case type / application: tha.